Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge compartment was found to be cracked between the bumper pad and keypad cover, extending from the threads towards the case seal. The battery compartment was found to be cracked on the side at the threads. Moisture corrosion observed inside the battery compartment. A leak test was performed and both battery compartment and cartridge compartment leaks were found. The pump case was removed and no evidence of moisture was found inside the pump.